Event description:
It was reported that pump battery depleted too fast. There was no reported impact to the customer¿s blood glucose level. Customer declined follow up with Technical Support, and no additional information was received regarding the outcome of the event.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Android / Android Pixel 7 Pro / Unknown / Android 16.